Event description:
Champion af study it was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient was discharged the same day on aspirin (81 mg /day) and clopidogrel (75 mg /day). Twenty-three (23) months post procedure the patient presented for their two (2) year follow up tee procedure. The tee imaging showed that there was an estimated left ventricular ejection fraction (lvef) of 60% and a complete seal with a laminar, mobile thrombus with maximum area of 0.4 cm2 on the atrial facing surface of the closure device. At the time of event, the patient was on aspirin and clopidogrel. The physician adjusted the patient's oral medication in response to the event and the patient is expected to make a full recovery.